Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had read high (>500 mg/dl). In addition the patient reports the pod failed to adhere causing the cannula to become dislodged from the pod infusion site, (back). As treatment, the patient applied a new pod and administered a bolus of 8 units of insulin. The patient reports after treatment their blood glucose level was 140 mg/dl.